Manufacturer narrative:
The below report was received by health authority (reference number: mw5153790) on 10-apr-2024. The most recent information was received on 16-may-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("ongoing pelvic pain") and genital haemorrhage ("heavy bleeding/hemorrhage/blood loss") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included wellbutrin (bupropion hydrochloride), vitamin e (tocopheryl acetate), vitamin d (ergocalciferol), vitamin c (ascorbic acid), vitamin b, trazodone (trazodone hydrochloride), simvastatin, protonix (omeprazole), ozempic (semaglutide), neurontin (gabapentin), metformin, effexor (venlafaxine hydrochloride) and celebrex (celecoxib). On an unknown date, the patient had essure inserted. On (B)(6) 2024 she experienced pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically important), headache ("headache"), alopecia ("hair loss"), pain ("body aches") and night sweats ("night sweats") and was found to have weight increased ("weight gain/weight changes"). The patient was treated with non-drug therapy (requiring ablation). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain had not resolved. The outcomes for genital haemorrhage, headache, weight increased, alopecia, pain and night sweats were unknown. The reporter considered alopecia, genital haemorrhage, headache, night sweats, pain, pelvic pain and weight increased to be related to essure administration. The reporter commented: requiring ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority (reference number: mw5153790) on 10-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("ongoing pelvic pain") and genital haemorrhage ("heavy bleeding/hemorrhage/blood loss") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included wellbutrin (bupropion hydrochloride), vitamin e (tocopheryl acetate), vitamin d (ergocalciferol), vitamin c (ascorbic acid), vitamin b, trazodone (trazodone hydrochloride), simvastatin, protonix (omeprazole), ozempic (semaglutide), neurontin (gabapentin), metformin, effexor (venlafaxine hydrochloride) and celebrex (celecoxib). On an unknown date, the patient had essure inserted. On (B)(6) 2024 she experienced pelvic pain (seriousness criterion disability), genital haemorrhage (seriousness criterion medically important), headache ("headache"), alopecia ("hair loss"), pain ("body aches") and night sweats ("night sweats") and was found to have weight increased ("weight gain/weight changes"). The patient was treated with non-drug therapy (requiring ablation). It was unknown whether any action was taken with essure. At the time of the report, the pelvic pain had not resolved. The outcomes for genital haemorrhage, headache, weight increased, alopecia, pain and night sweats were unknown. The reporter considered alopecia, genital haemorrhage, headache, night sweats, pain, pelvic pain and weight increased to be related to essure administration. The reporter commented: requiring ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.